Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total gastrectomy procedure, the staples were partially malformed at the second and third firing. Reinforcement material was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.